Event description:
A facility reported that during heat disinfect, the machine started to smoke. The technician disconnected the machine and pushed it to the tech service area. When he returned about 5 minutes later, the machine had burst into flames. He was unable to extinguish it even after emptying 2 fire extinguishers. The fire department was called and the machine fire was extinguished. There were no staff or patient injuries.